Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-12712. It was reported the patient¿s anchors migrated and surfaced through the midline incision. As a result, surgical intervention was undertaken where in the anchors and leads were explanted. Patient is stable post procedure.